Event description:
It was reported that the device had tamper seal - broken. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: exec investigation summary: field technician stated issue of tamper seal - broken was confirmed. On 05-june-2026, the lvp was received unboxed and with paperwork. External inspection revealed a damaged tamper seal. Root cause: a damaged tamper seal, caused by being too close to the edge. Workmanship by bd manufacturing. Recommend replacing the tamper seal. Device to be stored for future processing. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.